Event description:
The facility's biomed engineer reported an infusion pump with an 812:02 failure code. The biomed stated that there have been no reports of any patient incident involving the pump since the last baxter service event. No additional information was provided.